Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a max air exceeded low priority alarm 30166 occurred on an amia automated pd system. The patient was not connected at the time of the alarm. The patient was already disconnected and stated they were in the bathroom and the drain line might have been pinched under the toilet seat. There was no patient injury or medical intervention associated with this event. No additional information is available.